Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. A field service engineer was dispatched on 11/10/2016 to address the reported issue. During servicing, the fse flushed the fluidic flow path. Calibration was performed with acceptable results. The instrument was verified as operational. There was no further action required from field service. The most probable cause of the reported event was air or bubbles in the fluidic system.

Event description:
On (B)(6) 2016 a customer reported a bias on qc (quality control) with their g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.